Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510 (k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. A livanova field service representative was dispatched to the facility to investigate the device and found that machine showing error 5, 6 cross check and conformed cup board got faulty need to replace. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report a heater-cooler system 3t displayed an error message pump 1 (in the patient circuit: stirring mechanism) will not start (e05) and pump 1 uses too much power (e06) during priming. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
Complaints database analysis revealed one similar event was reported since unit installation in 2015. Based on the collected information the root cause of the reported event was a defective cpu board. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impact (drops and falls), and power overloads/surges but also to variability of micro subcomponents. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.